Event description:
It was reported that this device recorded a Code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical Services (TS) recommended continued monitoring until radio frequency (RF) telemetry is disabled, after which time device replacement is advised. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.